Event description:
Customer reported, the insulin pump alarmed button error. The device was requesting for customer to check blood glucose and the device was unresponsive. Customer then alerted weak battery, changed it, and then it alarmed. Blood glucose was 196 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for weak battery was performed. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No battery alarms could be confirmed due to the keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow